Event description:
It was reported that the pump exhibited issues with the chart board. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the bottom case was cracked by the l bracket pole clamp, non-original equipment manufacturer (OEM) top case was present, and there were visible signs of contamination. Unable to retrieve event history log (ehl) due to power up issue. During the functional testing the reported issue was able to be duplicated. A component of the interconnect board was burnt due to an electrical short. The root cause of this was due to the customer's damage of the interconnect board. A component of the interconnect board was burnt due to an electrical short because of fluid ingression into the main body of the pump. Replaced interconnect board. Device will be quarantine due to non-OEM top case found in the device. Performed power up and self process.